Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon experienced issue with loading/firing of the clips. In addition, metal part at the clip has become loosed from the pinch and fell into the patient's stomach. The surgeon was able to retrieve all the component by using a grasper. There was no patient injury.